Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history records review has been requested.

Event description:
While surgeon was harvesting bone graft from the femur to put in tibia, the tip of the drive shaft broke off. The surgeon retrieved most of the broken pieces, but some pieces remain in the pt. A new drive shaft was selected and the procedure was completed.